Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was 520 mg/dl at the time of incident and current blood glucose level is 454 mg/dl. The customer also reported that the drive support cap was flushed. The customer treated their blood glucose level with insulin pump. The customer was not hospitalized to hospital and emergency room. The customer was okay to troubleshoot for high blood glucose level. It also reported that the high pressure test was performed and insulin pump passed high pressure test. The customer was advised to replace the insulin pump. The insulin pump will not returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. Drive support disk was inspected and no anomaly was noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window.